Event description:
The subject device was used during an abdominal hepatectomy. Probe damage error occurred. The procedure was completed but it was not reported device change. There was no patient injury reported. Based on the investigation of olympus, it was found that the ptfe pad of the device was separated.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was partially peeled from the jaw. There were contact marks on the surface of the probe and the jaw. The probe was cracked at 13 mm from the distal end. The manufacturing record was reviewed with no irregularities. Considering the evaluation result of the subject device, omsc concluded that the ptfe pad peeling occured since the user continued activating output without contact tissue (including after the tissue already cut) for an extended time. And olympus concluded that the probe damage error occured since the pfe pad was peeled and the probe contacted with the jaw. This report is being submitted as a medical device report in an abundance of caution.